Event description:
It was reported that after two of the spaceoar placement procedure, the patient reported having pain in the perineum and discharge of something similar to hydrogel through the rectum, the magnetic resonance imaging (MRI) showed that the hydrogel still in place. It was unclear whether spaceoar or another rectal spacer was used. The issue was reported as ongoing.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a04 captures the reportable event of gel: last too long.